Manufacturer narrative:
Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production.

Event description:
Hamilton medical ag received the following incident description: "during boot up period, the ip screen stay at the hamilton logo, the vu boots up normally. ."